Event description:
It has been reported to the company that the connections of this device were loose. There is no report of patient injury and the device is being returned for the company's analysis.